Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported a platelet product from a trima collection procedure has tested positive for propionibacterium acnes. Donor unit ID: (B)(6). There was not a transfusion recipient or patient involved for this event as the unit was not transfused, therefore no patient information is reasonably known at the time of the event. The tima collection set is not available for return because it was discarded by the customer. The platelet unit has been discarded by the customer.